Event description:
The manufacturer received information alleging his ds2 displayed an error message prior to usage. There was no harm or injury reported. During the evaluation of the device at third-party service center, the customer's complaint was replicated and pca burned. The device was scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.